Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The device was pressurized with an inflation device filled with water. A pinhole in the middle of the balloon was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified unspecified vessel. The 2.25mm x 15mm emerge¿ balloon catheter was advanced for dilatation, however, the balloon ruptured during unknown inflation at an unspecified pressure. The device was completely removed from the patient. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified unspecified vessel. The 2.25mm x 15mm emerge¿ balloon catheter was advanced for dilatation, however, the balloon ruptured during unknown inflation at an unspecified pressure. The device was completely removed from the patient. No patient complications were reported and the patient's condition was good.